Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No moisture damage was found inside of the reservoir compartment, motor or electronic assembly. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had had 150 units of insulin in the reservoir, and a few minutes later, it was found that the reservoir was empty and all of the insulin was inside the insulin pump. The caller stated that the customer connected to his other insulin pump and confirmed that the blood glucose levels were good. The caller did not know the blood glucose reading. The caller observed a strong smell from the reservoir compartment. The auto-test was performed correctly, and the customer was advised that the insulin pump would be replaced.